Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 7.1. Second test inr = 6.0.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 7.1. Second test inr =6.0. Mean = 6.55; sd = .077; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.